Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap on their insulin pump. The customer's blood glucose was unknown. The customer also had blank display and she was also in the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off battery cap and stuck inside of the battery compartment. Device had blank display due to corroded battery tube. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.